Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an indication on the connecting tube had a disappeared area (1mm2 or more) and the connecting tube had a dent. Additionally, due to a crack on the control unit, water tightness was lost, the adhesive on the bending section cover was detached, the connecting tube had a wrinkle; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the adhesive around the objective lens was peeled, the adhesive around the light guide (lg) was peeled, the control unit was dirty, the indication on the light guide connector was unclear, the eyepiece was dirty, the diopter ring was dirty, the eyepiece was deformed, and the up/down plate had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the tracheal intubation fiberscope, there were defects on the bending section and insertion tube, as well as peeling off the coating on the insertion section. There was no patient harm associated with the event. The device was returned and evaluated, and the indication on the connecting tube had a disappeared area (1mm or 2). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of adhesive peeling around the insertion section was that coating peeled off by stress of repeated use, external factors and/or handling of the device. Olympus will continue to monitor field performance for this device.